Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of six foil labels and three needles . Needle from device two had marks on other sides of loading slots. Needle from device three was bent and had a mark near cone. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis, and a product enhancement has been implemented to prevent this condition from recurring. Misuse of product was also identified. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: additional information received stated that the needle fell into the patient cavity but was retrieved with a grasper. The device was difficult to unload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic hysterectomy procedure. The device would not toggle the suture. Kept dropping the suture. There was no patient harm.